Manufacturer narrative:
During failure analysis, the reported event of the tip breaking on the handpiece was confirmed. A broken angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the threads on the tipside on the angle nut were broken off of the universal handpiece while in the sterile processing department at the user facility. After follow-up, no further information was available regarding this event.

Event description:
It was reported that the threads on the tipside on the angle nut were broken off of the universal handpiece while in the sterile processing department at the user facility. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.